Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject oev262h, because the subject oev262h was not returned to omsc. Omsc received information that the subject oev262h was attached to lcd monitor mount by only top two screws. The oev262h instruction manual is states as follows: when using a lcd monitor mount, prepare a 100 x 200 mm or 100 x 100 mm monitor mount that complies with vesa mount standards. Fix the monitor onto a 100 x 200 mm monitor mount using the six screws provided. Or fix the monitor onto a 100 x 100 mm monitor mount using the four screws provided. For installation procedures, refer to the instruction manual for the monitor mount. From the investigation result so far, omsc determined that the reported phenomenon, which was the subject oev262h was fallen, was caused by that the user did not attach the subject oev262h to the lcd monitor mount as stated in the instruction manual. The lcd monitor mount instruction manual states that it is required to check the security of the fixings regularly. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
It was reported that during an unspecified urology case, the subject oev262h was being moved into position. The nurse noticed at the time the subject oev262h was uneven and tried to straighten it up. It was at this point that the subject oev262h had fallen the lcd monitor mount and onto the patient's thigh (who was under anesthetic). It was reported that the subject oev262h was attached to lcd monitor mount by only top two screws and the bottom screws were missing. One unspecified screw was found later in a different hole on the back of the subject oev262h.